Event description:
This peritoneal dialysis (pd) patient contacted technical support for assistance in canceling her treatment on (B)(6) 2026. The patient stated she needed to disconnect and go to the emergency room (ER) due to having a seizure. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had a seizure during the treatment. The patient has a condition that causes her to have seizures. The patient experiences these seizures often. The pdrn stated the seizure was not related to the patient¿s pd treatment or the use of the liberty select cycler, any fresenius drug, or other product. The patient was admitted and remains hospitalized. The patient is continuing pd therapy.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.